Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the tissue remained adhered in the jaw and for its withdrawal, it was necessary to tear the tissue. There was no patient injury.